Event description:
A remstar auto a-flex was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, foam particles were observed in the device assembly. No error codes were found in the device log history. The device was scrapped at the customer's request.